Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, two curved openings on the anterior side, and a greater-than 1-millimeter void observed in the non-textured, valve-to shell-bond area. A leak test and microscopic analysis were performed which identified two striated openings on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is two striated openings due to surgical damage consistent with the use of a surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.